Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent auto-off alarms occurred during the middle of the night for multiple weeks. The customer's blood glucose level ranged from 300 to 400 mg/dl. The customer delivered a correction bolus. Tandem technical support educated the customer regarding the settings for the auto-off alarm.